Event description:
When accessing port to draw labs, needle bent at angle between needle and plastic. Needle was broken at that point where it had been bent. The safety was unable to be activated as the needle was too bent but they were able to pull the needle out and discarded in sharps.